Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes') in an adult female patient who had essure (batch no. B40015) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), urinary tract infection ("uti") and hypersensitivity ("allergic reaction"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, pelvic pain, abdominal pain, menorrhagia, psychological trauma, bladder disorder, urinary tract disorder, urinary tract infection and hypersensitivity outcome was unknown. The reporter considered abdominal pain, bladder disorder, fallopian tube perforation, hypersensitivity, menorrhagia, pelvic pain, psychological trauma, urinary tract disorder and urinary tract infection to be related to essure. The reporter commented: discrepancy noted in essure insertion date in follow-up summon: (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: essure confirmation test(s) (unspecified)- unknown. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Lot number was added. New events added: allergic reaction. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes') in an adult female patient who had essure (batch no. B40015) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included epigastric pain, burning micturition, flank pain, vaginal discharge, urinary frequency, urinary frequency, dysuria, hematochezia, pelvic inflammatory disease, nasal congestion, laceration, runny nose and chest pain. Concurrent conditions included conjunctivitis bacterial, discharge eye, eye swelling, renal pain, peripheral swelling (pain in left leg), tobacco user, hypothyroidism, morbid obesity, chest pain, ligament sprain, cholecystectomy and c-section. Concomitant products included levothyroxine since (B)(6) 2011 for hypertension as well as intrauterine contraceptive device (iud nos) since 2010 to (B)(6) 2012 and medroxyprogesterone acetate (depo-provera) from june 2012 to november 2012. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced urinary tract infection ("uti"), anxiety ("psychological or psychiatric problems , condition: anxiety,mental anguish"), depression ("depression"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), hypersensitivity ("allergic reaction") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, pelvic pain, abdominal pain, psychological trauma, bladder disorder, urinary tract disorder, urinary tract infection, hypersensitivity, anxiety, depression, migraine, dyspareunia, vaginal discharge and weight increased outcome was unknown and the heavy menstrual bleeding, vaginal haemorrhage and dysmenorrhoea had not resolved. The reporter considered abdominal pain, anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, heavy menstrual bleeding, hypersensitivity, migraine, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date in follow-up summon: (B)(6) 2013. Current weight 280 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 240 kgs. Hysterosalpingogram - on (B)(6) 2014: result: total bilateral occlusion. Imaging procedure - on (B)(6) 2013: essure confirmation test(s) (unspecified)- unknown.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received-new reporter,medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes') in an adult female patient who had essure (batch no. B40015) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included epigastric pain, burning micturition, flank pain, flank pain, urinary frequency, urinary frequency, dysuria, hematochezia, pelvic inflammatory disease, nasal congestion, laceration and runny nose. Concurrent conditions included conjunctivitis bacterial, discharge eye, eye swelling, renal pain, peripheral swelling (pain in left leg), tobacco user, hypothyroidism, morbid obesity, chest pain, ligament sprain, cholecystectomy and c-section. Concomitant products included levothyroxine since (B)(6) 2011 for hypertension as well as intrauterine contraceptive device (iud nos) since 2010 to (B)(6) 2012 and medroxyprogesterone acetate (depo-provera) from june 2012 to (B)(6) 2012. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced urinary tract infection ("uti"), anxiety ("psychological or psychiatric problems , condition: anxiety,mental anguish"), depression ("depression"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), hypersensitivity ("allergic reaction") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, pelvic pain, abdominal pain, psychological trauma, bladder disorder, urinary tract disorder, urinary tract infection, hypersensitivity, anxiety, depression, migraine, dyspareunia, vaginal discharge and weight increased outcome was unknown and the menorrhagia, vaginal haemorrhage and dysmenorrhoea had not resolved. The reporter considered abdominal pain, anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, hypersensitivity, menorrhagia, migraine, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date in follow-up summon: (B)(6) 2013. Current weight 280 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 240 kgs. Hysterosalpingogram - on (B)(6) 2014: result: total bilateral occlusion. Imaging procedure - on (B)(6) 2013: essure confirmation test(s) (unspecified)- unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jun-2020: plaintiff fact sheet revived, new reporter, event abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems , condition: anxiety, depression, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, weight gain / loss specify which one: weight gain, event outcome, concomitant medication , lab data added. Proceed with follow-up 8 on 15-jun-2020: medical records recived, new reporter. Patient demographic information and concomitant condition added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes') in an adult female patient who had essure (batch no. B40015) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), urinary tract infection ("uti") and hypersensitivity ("allergic reaction"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, pelvic pain, abdominal pain, menorrhagia, psychological trauma, bladder disorder, urinary tract disorder, urinary tract infection and hypersensitivity outcome was unknown. The reporter considered abdominal pain, bladder disorder, fallopian tube perforation, hypersensitivity, menorrhagia, pelvic pain, psychological trauma, urinary tract disorder and urinary tract infection to be related to essure. The reporter commented: discrepancy noted in essure insertion date in follow-up summon: (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: essure confirmation test(s) (unspecified)- unknown.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems") and urinary tract infection ("uti"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, pelvic pain, abdominal pain, menorrhagia, psychological trauma, bladder disorder, urinary tract disorder and urinary tract infection outcome was unknown. The reporter considered abdominal pain, bladder disorder, fallopian tube perforation, menorrhagia, pelvic pain, psychological trauma, urinary tract disorder and urinary tract infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: essure confirmation test(s) (unspecified)- unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received. Product indication and essure implant date updated. Previously reported ¿injury¿ was updated to pelvic pain. Events- perforation: fallopian tubes, abdominal pain, menorrhagia (heavy menstrual bleeding), psych injury, bladder problems, urinary problems and uti were added. Lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.